Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was available for review. The lot number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the harmonic ace instrument fell into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the harmonic ace instrument broke off in the patient. The procedure was completed with no patient injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the procedure was completed with no patient injury and with a delay of 20 minutes. The fragment was recovered with a coelio forceps. There was only one fragment, the jaw, that was detached and recovered under control of the camera. There was no additional surgical procedure required to remove the fragment. In addition, there was no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. According to the surgeon, this issue was due to a defective material, because this single-use instrument broke after just five minutes of use. The instrument was checked before use. No anomaly was found. The site performed the usual check requested by the generator and tests. In addition, the surgeon did not notice any issues with the functionality of the instrument at the beginning of the procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure and the instrument was not manipulated before the issue. The surgical staff did not feel any resistance upon removal of the instrument through the trocar and upon final removal of the instrument through the cannula. Furthermore, after the event occurred, the surgical staff did not notice any damage to the cannula and did not notice any other damage to the instrument. The patient did not return to the hospital as a result of the incident. The instrument was available for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.088¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to the user mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint regarding harmonic ace bit broke off in the patient was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.